Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported that the patient's pump was removed due to a staph infection. No diagnostics, pump medications, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.